Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the customer intentionally turned the pump off and experienced difficulty turning the pump back on. Reportedly, the customer did not perform the correct steps to turn the pump back on. Customer's blood glucose (bg) level elevated to above 600 mg/dl. A manual injection was administered to address bg. Tandem technical support guided the customer through turning the pump back on, and insulin delivery was resumed.